Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 31mm watchman flx closure device was implanted. At the one (1) year routine follow up performed 403 days post index procedure, transesophageal echocardiography (tee) imaging revealed a small device related thrombus (drt) located on the face of the closure device. No medical intervention was performed. The patient is expected to fully recover.